Event description:
The complainant is the family member of pt who is diabetic. Pt was at school in the secretary's office and tested pt's blood surgar. Pt opened the b-d alcohol swab to prepare fingertip for blood sugar analysis and saw that the swab was saturated with a red solution that looked like blood. The incident was witnessed by the school secretary. Upon seeing the pad, the secretary and a nurse who was in the office at the time, rinsed the pt's hands in alcohol because the pt had visible scrapes on their hands. Family member is concerned about blood borne pathogens being in the product because pt was handling the product with scrapes on their hands. Referred family member to dr for comments. B-d was contacted and rep provided the name of the contract MFR.